Manufacturer narrative:
The tandem user guide instructs the user to remove any residual air from the cartridge. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge with 130 units of insulin during the load sequence. Reportedly, the customer was not performing the air removal step. The customer re-loaded the cartridge to resolve the issue. There was no adverse impact to blood glucose.